Event description:
The customer states that one patient sample generated an initial axsym total b-hcg assay result of >1000 miu/ml. A 1:200 dilution yielded a final result of <800 miu/ml. The sample was retested later that day and generated a 1:200 dilution final result of 3014 miu/ml. A 1:10 dilution was then tested and generated a final result of 6860 miu/ml. The cta advised the customer that the issue is most likely due to instrument dispense issues. The cta reviewed the analyzer's message history log and noted that some issue occurred on the sampling side of the analyzer earlier in the day and that the sample probe should have been inspected and possibly replaced. The customer requested a service call. There is no report of any impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Other: an investigation is in process.

Manufacturer narrative:
(B)(4). The customer reviewed the axsym analyzer's message history log for any unwanted occurrences around the time the patient's results were generated, and found four level sense error codes. The sampling probe was not replaced when the level sense errors occurred, and a sampling probe calibration was not performed. The customer requested service. The abbott field service representative (fsr) cleaned, adjusted, lubricated, and aligned the sampling probe arm assembly to resolve the discrepant results issue. The fsr ran total b-hcg precision runs to verify the axsym performance after service. Subsequent instrument operations and test results were acceptable. There is no impact to patient management reported. The axsym system operation manual (list no. 9a26-06) contains adequate information on the probable causes and corrective actions for inconsistent results. The total b-hcg package insert ((B)(4)) was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The axsym system pressure monitoring manual addendum (list no. 08g54-02) was also reviewed and was found to contain adequate information on error code resolution. A review of complaints logged for this and related issue found no adverse trends. A malfunction of the axsym analyzer was identified. The present investigation indicated inconsistent patient results were most likely caused by an obstructed/misaligned/malfunctioning sampling probe and sampling probe arm assembly. The presence of fibrin or other particulate matter in patient samples may also have contributed to these occurrences. The actual cause of the inconsistent result generation could not be determined with the available information. The axsym analyzer has not generated inconsistent results since the fsr serviced and aligned the sampling probe arm assembly. This is a final report.